Event description:
It was reported that, "the pt rec'd the primary bha surgery in 2008. Afterward, the pt fell several times. The pt fell from his bed about 6 weeks later, at which time, the centrax dislocated from pt's acetabular. Therefore, the surgeon tried closed reduction on the pt. However, during the closed reduction, the inner head came off from the centrax. The pt rec'd revision surgery of centrax and inner head approximately one week later.

Manufacturer narrative:
Device eval anticipated, but not yet begun.